Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several cubies in drawer 3 failed to open. The customer attempted to recover them by tapping; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that the main enhanced half height drawer 3.1 was repeatedly failing. The fse ran diagnostic testing and identified intermittent detection failures of the drawer pockets, replaced the controller board which resolved the issue, reseated and verified all cable connections, and inspected all slide bumpers to ensure proper operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.